Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the asymptomatic patient presented for routine in-clinic follow up with the right ventricular lead exhibiting decreased sensing and elevated capture thresholds. The patient was scheduled for lead revision. Fluoroscopy revealed the lead had dislodged and pulled back from its original position. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Device code for dislodgement was omitted from initial report.